Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as a touch contamination, described as the nurse changing the transfer set (in the hospital) had a torn glove and continued the transfer set changing process. Peritonitis was manifested by abdominal pain and cloudy effluent. The patient was hospitalized three days prior to onset for unrelated events. Beginning on the date of onset, the patient was treated with vancomycin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. At the time of this report, treatment with vancomycin was reported to be ongoing. Dianeal therapy was ongoing. After a total hospital stay of six days, the patient was discharged. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.